Event description:
A medtronic representative reported that the clamp driver instrument was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued and a replacement device was shipped to the site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that the tip of the driver is worn down and rounded over. The tip is slightly twisted as well. The reported event was confirmed. The most likely root cause was that the driver was worn out over time due to excessive force applied to the tip of the instrument.